Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. The exact implant date is not known. It is unknown if this was a planned stent removal procedure. According to the complainant, on (B)(6) 2019, the implanted stent was found to have migrated and was retrieved using rat tooth forceps. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.